Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of a medium alarm acknowledged. To further investigate, a functional test was performed. The reported event was duplicated. An inoperable latch flex was found. The latch flex was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip exhibited cassette unlocked alarm when locked. No patient was involved in this event. No adverse effects were reported.